Event description:
Boston scientific received information that the patient with this product experienced an allergic reaction from the device system materials. The patient felt itching around the device area and developed an abscess near the implant site. As a result, the patient was admitted to the hospital and the abscess was drained. There were no additional adverse effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.